Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that foreign material remained in channel because reprocessing could not be completed due to leakage from control section. Performance of reprocessing of the subject device was confirmed in the reports ¿962-0125, 962-0124, 063-1903, 066-3255¿ by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered insulation resistance at the tip is out of standards due to scratch of plastic distal end cover, angulation in the up direction is out of standards due to worn of angle-wire, liquid leaks due to deformation of r/l/u/d knob, switch 1 was not functioning, adhesive part of lens had peeled off, condition of lens guide bundle was not good, gap at the adhesive part of ar, control part was polluted, scope- cover was deformed, and crumple at the universal cord. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, air/ water was leaking from the evis lucera elite colonovideoscope. Upon inspection and testing of the returned unit, foreign material was coming out due to blockage of a channel. The procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.